Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 25 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
It was reported that there were issues with two of the orange tipped etco2 nasal cannulas. The initial cannula placed on the patient was not functioning. The exact time of placement is unknown, and the lot number and manufacture date for that unit were not available. The primary nurse noted that it had not been working throughout the day. The nurse then replaced it with a new cannula, which stopped functioning after approximately 40 minutes of use. The product was being used at 2 l/min o2 on an afebrile patient. All connections were confirmed to be secure and properly assembled. Airlife received a single report that referenced two different incidents, which were associated with separate units. This is the first of two reports. Refer to 3004748541-2026-00060 for second report.